Manufacturer narrative:
Concomitant medical products: 3889-28 urinary lead, implant date (B)(6) 2018; 3058 urinary ipg, implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was taken to hospital, where they stopped breathing and passed away. Additional information related to the cause of death was requested and not yet received.